Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a continuous glucose monitor error 42. The customer was instructed to reset the pump to resolve the issue. Additionally, it was reported that pump time and date were inaccurate. Reportedly, customer corrected the time and date to address the issue. Customer's blood glucose was 171 mg/dl.